Event description:
It was reported that the user received an urgent low glucose alert and confirmed a blood glucose value of 41 mg/dl, after which they were advised on the difference between low and urgent low alerts and to treat with oral carbohydrates; the user planned a confirmatory fingerstick and to treat accordingly. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic symptoms. Outcomes included user self-management and education, with no hospitalization reported. Investigation included user counseling and troubleshooting. Investigation of this case revealed no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.